Event description:
It was reported that a rechargeable battery had melted inside the pump. According to the customer, the failure had been attributed to an unexpected component failure within the battery. There was no reported patient involvement.

Manufacturer narrative:
E1: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3: mfg. Establishment name updated. D9: device was received on 9/23/2025. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which confirmed the customer's problem was replicated. The battery compartment was melted/burned inside. The battery compartment will be replaced to fix the issue.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months, and no event log history was provided. If the product is returned, this complaint will be reopened for further investigation.